Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an air embolism in the right internal jugular vein coincident to receiving an infusion using a clearlink continu-flo solution set. One day prior to the identification of the air embolism, the patient was admitted to the hospital facility for an unspecified indication. On an unreported date the unspecified infusion was delivered to the patient with a pump and a clearlink continu-flo solution set. It was unknown if an alarm occurred during the infusion or if air was observed in the solution line of the device. Medical intervention was not reported. No further detail was provided regarding the event. No further information was provided regarding the patient's outcome. No additional information is available.